Manufacturer narrative:
Investigation: the disposable set was returned for investigation. No dried blood or stress marks noted on the part. The part was leak tested with pressurized air and no leak was noted. The syringe with a luer connection was attached to the needless access (nla) plug and fluid was able to be pushed through the connection. This was repeated by two different part inspectors and confirms that the part operates as intended by allowing fluid to flow through the nla part without obstructions. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported it was 'impossible' to screw a spike on the site of the needless valve connection. The spike was for saline and was not manufactured by terumo bct. The customer had to use a needle to perfuse into the white silicon site. Per the customer, they experienced loss of time in the management of the uneasiness of the donor with alleged potential risk for the donor. No medical intervention was necessary for this event. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. R ot cause: the root cause for the customer not being able to push saline through the needle-less access site is inconclusive. Part analysis confirms that the component operated as intended. Possible cause for the incident includes but is not limited to the use of a luer that is not compatible with the needle-less access part. Trima is designed to be used with standard luer connection devices that conform to harmonized standards iso 594-1 and/or iso 594-2.